Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion, brown particles in the fill channel, and one linear opening on the radius side. A leak test and microscopic analysis were performed which identified one striated opening on the radius and partial delamination of the valve. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is partial delamination of the valve due to adhesive failure, and one striated opening due to surgical damage consistent with the use of a surgical tool.